Event description:
The facility's purchasing department reported an infusion pump with an 812:02 failure code that occurred during patient use. The purchasing department stated that there was no report of any patient injury or medical intervention resulting from this failure. Information was requeseted by baxter regarding pump programming and set-up information, tubing product code and lot number in use and the medication involved, but no additional information was available. There have been no reports of any patient incident involving this pump since the last baxter service event.